Event description:
It was reported that on (B)(6) 2026, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 on a patient with a restricted leaflet. A mitraclip xtw and a mitraclip xt were implanted, reducing mr to a grade of 2. On (B)(6) 2026. Two days post procedure, a routine transthoracic echocardiography was performed and revealed recurrent mr with a grade of 4. It was noted that the clip was attached to both leaflets and stable on the leaflets. On (B)(6) 2026, one day post transthoracic echocardiography, a transesophageal echocardiography was performed and revealed an anterior leaflet perforation around the anterior arm-tip of the second clip. It was noted that the patient was stable and discharged to home.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported unspecified tissue injury and mitral valve insufficiency/regurgitation associated with recurrent mr was unable to be determined. The reported patient effect of tissue injury and recurrent mr, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.